Manufacturer narrative:
Due to character restrictions in telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during device demonstration operation, the cardiosave intra-aortic balloon pump (iabp)  touch screen buttons were not sensitive. There were no casualties reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during device demonstration operation, the cardiosave intra-aortic balloon pump (iabp)  touch screen buttons were not sensitive. There was no patient involved.

Manufacturer narrative:
Updated fields; b4, d9, e1, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields; b5, b6, b7, d10, h6 (health effect- impact code). Event site telephone number- (B)(4) due to character restrictions. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The equipment was working normally. The fse stated that the reported malfunction was caused by incorrect operation by the customer. The fse instructed the customer how to use the equipment correctly and in a standardized manner. The equipment passed all factory-specified performance and safety index tests. The iabp was returned to the customer for clinical use.